Event description:
It was reported that the device was used in an open right colectomy procedure. After the procedure was completed, the surgeon noticed that where the small intestine was transected, on a portion on the anti-mesentery quarter, there was a portion of the staple line where there were no staples. They used suture to close the area. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.